Event description:
The patient reportedly experienced no lock betwen the external equipment and the cochlear implant. On april 14, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's dveice is to be scheduled.